Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical instrument. At an unknown time post-op it was found that the screws at l4 were broken bilaterally. The screws sheared off at the point where the cancellous threads changed to cortical threads. The patient underwent a revision surgery to remove the broken screws. No additional patient complications were reported.